Event description:
It was reported that during system verification activities on the da vinci 5, the customer experienced repeated 23062 faults related to the ergo column. Technical support engineering reviewed system logs and confirmed multiple occurrences of the error, recommending a hard power cycle of the surgeon console and inspection for obstructions in the ergo lift. The customer was advised that the ergo column would not be operable while the error persisted, and further troubleshooting was suggested, including consideration of a possible issue with the vertical motor and power cable. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci 5 product to perform failure analysis. The assy motor module vertical axis ssc is50 was analyzed and visual inspection revealed that the motor connector terminals were damaged and in a burnt condition, and the column motor harness appeared to have an electricity current problem.